Event description:
It was reported that the lead had varying impedance. The lead remains in use and a replacement is scheduled for (B)(6) 2012. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Addition of device for use after the use by date.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the lead had varying impedance. Oversensing and low impedance were also noted. The lead was capped and replaced. The device was also determined to have been implanted after the use by date. The device remained in use until it was replaced during the lead revision. No patient complications were reported as a result of this event.